Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep was asking for the purpose of changing the reference electrodes. The rep stated that the patient gets a jolt on 12, 13, 14 and 15, in their neck area. It was reviewed that the neck area is a hard spot to have a paddle lead. They noted that the impedance values are all in the thousands, except one electrode that was 700 ohms. The rep indicated that they can get the patient to feel something on those higher values. They also noted that the patient does not feel any sensations at the connection sites, and that all sensations are in the therapy location. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that intermittent stimulation was most likely caused the aging lead. The patient was reprogrammed (B)(6) 2017 which helped the patient until she was home and they she experienced elevated stimulation sensation or not enough intensity. The representative was to meet with the healthcare provider to discuss possible revision tasks. It was believed that the patient had one 2x4 cervical paddle connected to one 37082 and a 37081 extension. X-ray was reviewed and it appeared that the perc leads were removed and the extension cut, per the patient in 2008, one year after implant. The representative was to update registration services after the revision surgery. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for chronic low back pain and non-malignant pain. It was reported that stimulation was off for a year. The implantable neurostimulator (ins) battery measured okay. High impedances were measured. The testing was run at default of 0.7v and then again at 3v. Contact 3 showed >40,000 ohms on several combinations. Other combinations showed 15000-20000s ohms. The lead configuration was set up at a 4-8-4 with 2 1x4s and a 2x4 surgical lead. The descriptions did not line up with the lead labels. The caller was going to review the case with the health care professional (hcp). They would discuss if the whole system would need to come out and be replaced. There were no patient symptoms reported. It was asked but unknown when this event started. The ins had been off for 2+ years as they had been given the recommendation to previously turn the ins off. The caller thought the ins may need to be replaced given the age of the device and system. At this point it was unknown if anything would replaced. The caller wanted to change the lead configuration to reflect that the patient only had a 3998 lead. This was what they could see on x-rays. During the call, the lead configuration was changed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2017-oct-18. It was reported that the patient was getting a replacement due to a lead issue. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional (hcp) and consumer via a manufacturer representative on 2017-08-11. Per the patient, the issues seem to have started after the ins replacement in 2012. Representatives were made aware between 2012 and 2015. The reporting representative was made aware on (B)(6) 2017. Additional information was received from a health care professional (hcp) via a manufacturer representative on 2017-08-14 reporting that patient weight at the time of the event was unknown. It was determined what lead was fractured and what lead was still working. The lead configuration was reset and was able to provide appropriated stimulation on the working lead. This resolved the issue. The patient was receiving appropriate stimulation after the configuration correction. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that it was not determined if the lead was fractured or cut, but since the distal end of the lead was missing, the representative suspected it was cut. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information from the manufacturer representative on (B)(6) 2017 stated that it could not be determined which of the leads had the issue. It was also stated that the manufacturer representative did not believe that the lead was fractured but rather that it was purposely cut during a previous procedure. No further complications were reported.